Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem ((B)(4)) was reported. Shell malposition was confirmed following a review by a clinical consultant. Method and results: -device evaluation and results: was not performed as the device was not returned. -medical records received and evaluation: procedure-related factors: a review of the provided medical records and or x-rays by a clinical consultant indicated: [...]- proximal lateral cement mantle defects around stem - greater trochanteric pseudarthrosis after failed healing of trochanteric slice osteotomy - cup malposition in near absent anteversion. Patient-related factors - no info device-related factors: - none as also supported by mar findings. Diagnosis: - three major overload contributing factors were active around the proximal exeter stem body with proximal lateral cement mantle defects around stem, a greater trochanteric pseudarthrosis after failed healing of trochanteric slice osteotomy and cup malposition in near absent anteversion, all in concert contributing to fatigue accumulation around a stem with loss of bone support ending in a fatigue fracture exactly at the level of peak overload requiring revision.[...] -device history review: not performed as the device lot number is unknown. -complaint history review: not performed as the device lot number is unknown. Conclusions: the medical review concluded [...] Three major overload contributing factors were active around the proximal exeter stem body with proximal lateral cement mantle defects around stem, a greater trochanteric pseudarthrosis after failed healing of trochanteric slice osteotomy and cup malposition in near absent anteversion, all in concert contributing to fatigue accumulation around a stem with loss of bone support ending in a fatigue fracture exactly at the level of peak overload requiring revision. [...] No further investigation for this event is possible at this time. Further information including patient details, device details, return of device operative reports, and follow-up notes are needed to investigate this event further. If additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient presented in the ER with pain. It was reported that the exeter stem which was implanted on (B)(6) 2014 (original revision surgery) was cracked. On (B)(6) 2017, the patient was converted to a restoration modular.